Event description:
The customer reported experiencing low blood glucose. The customer stated their blood glucose declined to 40 mg/dl. It was also found the customer had adhesive issues with their sensor. Customer also reported inaccurate readings with their sensor that caused the threshold suspend feature to be activated. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.